Event description:
In 2008, boston scientific corp was informed that during a procedure, two resolution clip devices prematurely deployed. Procedure successfully completed with a different device without any pt complications. Note: this MFR report pertains to the second of two events that occurred during the same procedure. MFR # 3005099803-2008-05442 pertains to the first device used during event.